Manufacturer narrative:
Upon evaluation of the returned product, co found that the product returned by the dr was not sulzer calcitek product. Co was thus unable to complete an investigation of this product.

Event description:
Dental assistant reported that a coronal screw broke in function. Pt is reportedly fine.